Event description:
It was reported that there was other or unknown product issue regarding the availability of the individually packaged stylets. The only way to obtain stylets for lead revisions was by opening a new lead, even if the existing leads implanted were fine. The cause of the issue was that there were no stylets available outside of a lead kit. There were no actions taken as a result of this event. If there was a product issue, the issue was not resolved. There was no patient associated with the event.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).